Event description:
It was reported that the helix of the device became extended during the implant procedure. The device was explanted and replaced to resolve the event, and the patient was in stable condition.